Event description:
It was reported that the intra-aortic balloon (iab) was inserted via an 8 fr teflon sheath into the pt's left femoralis. During intra-aortic balloon pump (iabp) therapy, the pump (iap-0500d) repeatedly alarmed "small helium leak and later it was detected that blood had come in the pump." Length of time in use prior to the event is recorded as "one day." The iab was removed and another iab was not inserted because the iabp therapy was finished. There was no reported pt death or injury. There was a delay/interruption in therapy and it is unknown if the delay caused harm to the pt. There were no reported pt complications. Medical/surgical intervention was not required. The pt outcome is okay. On (B)(4) 2012, info was received stating that it has been reported that the pump alarmed the full time the iab was inserted. It was the decision of the staff not to remove the iab from the pt. The staff received iabp therapy training "repeatedly." The interruption in iabp therapy did not impact the pt. X-rays are not available.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.